Event description:
End user's son reported that his dad was using the 6795 shower commode chair, in the shower, the seat snapped in half, causing his father to fall through the chair and hit the shower floor. Son stated that his dad is ok, just has some scrapes and bruises.